Event description:
As reported by the edwards field clinical specialist in (B)(6), at the conclusion of valve deployment the delivery system balloon burst. Per report, the balloon burst did not compromise valve positioning or functionality. The break of the balloon was longitudinal and sharp, and there were no indications that part of the balloon was not fully retrieved. The patient was noted to be in stable condition with good hemodynamics.

Manufacturer narrative:
The device in use is not sold or marketed in the united states; however, it is deemed similar to the commercially available ascendra delivery system, model number 9100is. The device was not returned for evaluation as it was discarded by the site. Historical thv balloon rupture complaints have been analyzed and summarized by edwards in a technical summary (ts). The ts provides a rationale as to why it is very unlikely that a product malfunction contributes to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (open cell impingement and stress concentration against calcium nodules), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot) . Analysis reveals that these types of ruptures are typically caused by puncture from calcium on the native aortic valve. In this case, the native aortic valve was reported to be severely calcified. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.